Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation severe burns to the distal end head of the device were likely caused by overheating. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited severe burns on the distal end head. There was no patient involvement.